Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns patient's programming history on (B)(6) 2012, it was discovered that a faulted system diagnostics test occurred on (B)(6) 2008 that changed the patient's settings. All the parameters were corrected prior to the patient leaving the clinic visit except for the frequency, off time, magnet output, and magnet on time. The settings were not corrected until the next visit on (B)(6) 2008. No adverse events have been reported due to this setting change.